Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high pacing impedance. No intervention was performed. No patient consequences.

Event description:
New information notes that the right ventricle lead exhibited high pacing impedance. The lead was explanted and replaced on (B)(6) 2021. No patient consequences.